Event description:
It was reported that the patient was seen in the emergency room as the right ventricular lead's impedance has been increasing. It was also reported that the lead's capture threshold had also increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.